Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump received an off no power alarm. Customer's blood glucose was 139 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self- test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected off no power alarm noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.